Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. He had revision surgery 4 years and 8 months post-surgery. The patient experienced adhesions, chronic pain, mesh removal and revision.